Manufacturer narrative:
Additional information : the device was manufactured between april 20, 2018 - april 24, 2018. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak in front of the bag from the dotted ¿I¿ in the word mexico and leak in front of the bag from the letter "h" in word healthcare and letter "d" in the word product. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. The other three (3) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had pinhole leaks in the middle of the bag. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.